Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, the day prior to the hypoglycemic event, the cgm reportedly displayed inaccurately high glucose readings. No fingerstick blood glucose measurements were obtained at that time, and the patient did not report any associated symptoms. On (B)(6) 2026, between approximately 4:00 pm and 4:45 pm, the cgm displayed a glucose reading of 400 mg/dl. The patient expressed a desire to eat additional food; however, his wife advised him to wait for the glucose level to decrease. It is unclear whether an additional dose of insulin was administered at that time. Approximately two hours later, the cgm reading decreased to 139 mg/dl. The patient¿s wife noticed changes in the patient¿s behavior, including unusual speech and slurred words. Although the patient initially responded when spoken to, he subsequently became nonresponsive while remaining awake. Emergency medical services (ems) were contacted. When paramedics arrived at approximately 6:30 pm, the patient became unconscious. At that time, the cgm displayed a reading of 129 mg/dl, while a fingerstick blood glucose measurement indicated a value of 24 mg/dl. The patient was treated with intravenous dextrose and fluids. About halfway through the dextrose infusion, the patient regained consciousness. Following completion of the infusion, repeat measurements showed a cgm reading of 219 mg/dl and a fingerstick blood glucose value of 147 mg/dl. Ems remained on scene for approximately 30-40 minutes. Prior to departure, the patient was advised to eat a substantial meal, including a sandwich with peanut butter. During the call, the patient was reportedly eating a sandwich, and his wife also provided gatorade with electrolytes. At the time of the report, the patient stated he was still feeling weak but was otherwise doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2026. The reported glucose values fall within the d zone of the parkes error grid was taken upon arrival of the paramedics on (B)(6) 2026. The reported glucose values fall within the b zone of the parkes error grid was taken after the dextrose was fully administered on (B)(6) 2026. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications on (B)(6) 2026. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.